Manufacturer narrative:
The reagent lot number is 82721401, with an expiration date of 30-apr-2026. The field service engineer inspected the analyzer and determined that a bent bead mixing paddle had caused the event. He replaced the bent paddle and verified the module's performance by mechanical checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from one patient sample tested on the cobas e411 rack. The initial result was <6 ng/l. The repeat result was 36.4 ng/l. The doctor questioned the initial result, prompting the rerun of the patient sample. The repeat result was deemed correct.